Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain. Infection and hematoma were also suspected, although not confirmed.

Manufacturer narrative:
Conclusion and justification status: the complaint states washout and poly exchange performed on (B)(6) 2015 by dr (B)(6). Patient underwent primary tkr on (B)(6) 2015 at (B)(6) hospital, with dr (B)(6) where an attune cr rp was implanted. Patient has presented post op with a painful and hot knee. It is believed that the knee may be infected. Haematoma suspected. On the (B)(6) 2015, the knee was opened, the bearing removed and a washout performed. A new poly bearing was implanted. Dark blood was found in the knee which may account for the pain. A review of manufacturing records and complaints databases did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.